Manufacturer narrative:
Device data for the reported event date of 04-feb-2026 was reviewed. Engineering log review confirmed hypoglycemia occurred following a usual dinner meal announcement with subsequent cgm glucose decline, rapid rebound hyperglycemia, and correction insulin dosing. No malfunction alerts, motor errors, or delivery inaccuracies were identified in the device logs, and the ilet was observed to adjust insulin dosing appropriately in response to cgm values. The pattern of hypoglycemia following rapid glucose fluctuations is consistent with physiologic variability and/or over-treatment of hypoglycemia or unannounced carbohydrate intake rather than a device malfunction. The device was functioning as intended, and no product deficiency was identified.

Event description:
On (B)(6) 2026, the patient reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 35 mg/dl following usual meal announcement and subsequent correction insulin dosing. The user was transported to the hospital by ems where the user was diagnosed in hypoglycemia and treated with dextrose and discharged on (B)(6) 2026. No long-term health effects were reported.